Event description:
Information was received indicating that the pump exhibited "time base error." It is unknown if there was any patient involvement; or any adverse effects.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "time base bgnd test." Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The main printed circuit board was replaced as a preventive measure. No causes or potential causes to the customer's reported problem were found during the DHR review or the review of service and repair record.